Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed the battery on the insulin pump and had to reset the settings. The battery indicator was showing a low battery. The alarm history was checked and there were some unexpected restart and external ram error alarms. The customer stated that a temporary basal was not programmed before unexpected restart. The insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery and is recurring during normal use. Blood glucose value was 149 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.